Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1jc7g, implanted: (B)(6) 2017, product type: lead. Corrected to include code for lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider stated they did not implant the patient, they were the treating physician who was going to do the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that with the trial they had no problems at all and everything was perfect. They stated they didn't have to wear pads at all. The patient asked about trial leads being implanted and information was reviewed. The patient stated that since permanently implanted they had been going through program after program after program attempting to get relief. They event got a new doctor that specializes in the device. The patient reported they had done CT scans that showed the lead was extending through s2 and is adjacent to the sacral nerve root. The patient was just calling for information on theory and implant expectations. The patient also mentioned that they can feel a plastic bubble floating around, they were told that was not to be worried about at all. The also mentioned they were being shocked in the vagina and asked what the cause of that could be. They stated that they turned the device off and had not been shocked since. It was noted they had not had any falls. The patient was redirected to their healthcare provider to address the lack of relief, shocking and plastic bubble. No further complications were reported or anticipated.